Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving fentanyl (3500 mcg/ml at a dosage of 310.3 mcg/day) via an implantable infusion pump. It was reported that the hcp refilled the patient's pump on (B)(6) 2018 and the only change was to the reservoir volume. The hcp saw the alarm date and was concerned that it was longer ((B)(6) 2019) than it normally was based on previous refill history and the fact that there were no changes done to dosing. The manufacturer representative had the printout from the current settings and not the previous settings. The flow rate was noted to be 0.0886 ml/day. The reservoir volume was filled to 39 ml and the alarm was at 2 ml, which led to a calculated value of about 417.6 days. No patient symptoms were reported. No further complications were reported.